Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total right hip revision due to pain. Patient was exiting their car when they heard a crack. CT scan showed femoral head component was broken. During revision the surgeon had a difficult time removing the sleeve as the sleeve was almost cold welded on to the trunnion. Additionally, it was noted that the femoral head was almost broken completely in half. Procedure was completed successfully and there was no delay in surgery.

Manufacturer narrative:
Device not returned. An event regarding crack/fracture of an unknown head was reported. Conclusion: there is no indication that the sleeve reported in this investigation contributed to the event . No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Total right hip revision due to pain. Patient was exiting their car when they heard a crack. CT scan showed femoral head component was broken. During revision the surgeon had a difficult time removing the sleeve as the sleeve was almost cold welded on to the trunnion. Additionally, it was noted that the femoral head was almost broken completely in half. Procedure was completed successfully and there was no delay in surgery.